Manufacturer narrative:
An incorrect address was provided in section g1 in the initial report. This supplemental report is to provide the correct contact information for this section. The event is filed under internal karl storz complaint ID (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the c-mac video laryngoscope "light was flickering on and off intermittently" during use. No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: during the manufacturer's technical inspection, the error description provided by the customer was not confirmed and further defects were detected. In total the following defects were detected: the blade is worn. The adhesive points on the camera head are worn. The flat glass is missing. The housing is worn. The cover is worn. The laryngoscope is leaking. Software version is up to date the device passed quality control at the time of delivery. Based on the defects found, it is concluded that the most likely cause of the described defect is the wear of the adhesive on the tip of the c-mac blade, which is caused by wear during use and the reprocessing process. The wear of the adhesive has caused the flat glass to fall out. This allowed liquid to penetrate the blade, temporarily impairing the electronics and causing image disturbances. Once the moisture had evaporated, the image disturbances no longer occurred. For this reason, it can be assumed that user error led to wear of the adhesive and thus to image defects. The instructions for use for product 8403bxc describe that a functional and visual inspection must be carried out before use (usb825_en_v1.1_IFU_ce-MDR), during which the wear and tear and damage should have been noticed. The conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The event is filed under internal karl storz complaint ID: (B)(4).